Event description:
It was reported that during a meniscus repair surgery, t1 and t2 anchors were implanted and secured in the meniscus however the suture broke therefore both ts were removed from the patient. A back up device was available to complete the procedure without delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported curved ultra fast-fix ab assembly intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed the depth limiter has been trimmed to the surgeons desired length. The needle is bent. No ts were returned only a 12 inch section of suture. Examination of the suture showed one end is slightly frayed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: the sharp tip of the needle likely cut the suture during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.